Manufacturer narrative:
The reported device has yet to be returned to the manufacturer for a device evaluation. An investigation into the root cause for product problem is currently in progress. The results of the investigation will be sent via a follow up medwatch. Reference (B)(4).

Event description:
An end user experienced an issue when using a 19cm solero applicator. During a percutaneous thermal ablation of the patient's primary liver lesion with solero, it was decided to set the generator at 140 watts for 6 minutes. The solero needle was tested on saline sterile water, before use, for 20 seconds without detecting leaks or bubbles. The insertion of the needle was not difficult and no particular forces were applied to stress the needle. In the first part of the ablation the reflected energy on the generator was around 125w. After the 4th minute the delivered energy lowered to 100w but there was no error message from the generator about reflected energy. The procedure was interrupted at 5th minute, due to the ablated part was considered large enough and the patient felt pain.. After a brief track ablation, the doctors noticed the breaking of the ceramic tip of the needle. After the CT scan, they identified the piece of needle left inside the patient presumably within the treated area. It was determined to not attempt to remove the tip as there were no clinical reasons for removal.

Manufacturer narrative:
No product wasreturned to angiodynamics for evaluation. A photo was provided showing the complaint sample defect; the ceramic tip was fractured 3-4mm from the tip-to-shaft junction, and the fractured site is discolored. The customer's reported complaint description of "tip detached" was confirmed due to the provided photo. Although the photo was provided, without receiving a sample a definitive root cause cannot be determined. The customer's reported complaint description of "tip detached" was confirmed due to the provided photo. Although the photo was provided, without receiving a sample a definitive root cause cannot be determined. A review of the device history records was performed for the indicated lots for any deviations related to the reported failure mode of the complaint. The review confirms that the lots met all material, assembly and performance specifications; i.e. No ncr associated with reported failure mode. Labeling review: the instructions for use, which is supplied to the user with the solero applicators contains the following statements: "inspect all devices and packaging for damage prior to use. Do not use any devices that are damaged or if the sterile barrier is breached. "The solero microwave tissue ablation (mta) system and accessories are indicated for the ablation of soft tissue during open procedures. Avoid placing lateral forces on the applicator tip during placement or removal. Always use the lowest power and shortest time necessary to achieve the targeted ablation. Inspect the applicator after each ablation. If the applicator appears damaged, utilize another applicator for subsequent ablations. Warning: when placing the device, use the minimum force necessary and take care not to over advance the applicator. Refer to the shaft depth markings to monitor placement depth. Take care to not bend the tip as it may cause damage to the device. Do not energize the applicator unless the active region of the applicator is fully inserted into target tissue. If the applicator is not properly located into the selected tissue, an unintended thermal injury may occur. After each ablation inspect the applicator for any damage. If any damage is observed the applicator should be discarded and replaced with a new applicator." A review of the angiodynamics complaint system noted no adverse trends for this complaint type and product family. This type of complaint will continue to be monitored for trends. Reference (B)(4).